Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received 23 inappropriate anti-tachycardia pacing and 32 inappropriate shocks over the lapse of four events due to atrial fibrillation with rapid ventricular response. It was also noted that the patient was hospitalized. Boston scientific technical services discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.